Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Per review of pump data by tandem technical support, pump also shut down due to battery depletion. The customer¿s blood glucose was 198mg/dl. The customer continued to use the pump for insulin therapy and will revert to an alternate method of insulin therapy if needed.